Event description:
A customer reported an alarm issue when using the freestyle librelink with sensors. The low glucose alarm failed to trigger when the customer was hypoglycemic with sensor scan of 'lo' (< 40 mg/dl), and the customer subsequently experienced seizure. The customer was treated with sweets by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Customer reported their alarms are not working properly and do not go off in their librelink application. Extended investigation did not identify any issues with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue when using the freestyle librelink with sensors. The low glucose alarm failed to trigger when the customer was hypoglycemic with sensor scan of 'lo' (< 40 mg/dl), and the customer subsequently experienced seizure. The customer was treated with sweets by a third-party. There was no report of death or permanent injury associated with this event.